Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a delivery issue of the replacement adc device, which was initially due to the device "only turns on with data cable." As a result, the customer had a loss of consciousness, and emergency services were called. The customer was provided unspecified medical treatment by the hcp. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection has been performed and observed damaged reader due to use related issue. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed. Observed liquid contamination. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a delivery issue of the replacement adc device, which was initially due to the device "only turns on with data cable." As a result, the customer had a loss of consciousness, and emergency services were called. The customer was provided unspecified medical treatment by the hcp. No further information was provided as the customer declined to continue the troubleshooting process. There was no report of death or permanent injury associated with this event.